Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The thread in bolt was hand screwed into the real tritanium solid back cup. It was then attached to the direct superior curved black handle inserter. Introduced into the acetabulum. Impacted with a mallet in standard fashion. Black handle magnetic inserter was removed leaving the screw in bolt still attached to the real cup that was impacted into the acetabulum. The black handled articulating bolt driver was then introduced into the hip and placed on the screw in bolt. After trying to unscrew the bolt from the cup, it got stuck and had to remove the entire cup and try again. It took tremendous force to get the bolt unscrewed on the back table. We repeated the process and it got stuck once again. I had to open up the same size cup in a cluster shell and try it again along with a new bolt. We eventually got it to work and we proceeded with the case.

Manufacturer narrative:
An event regarding a disassembly issue for cup impactor bolts ((B)(4)) and ((B)(4)) from a tritanium shell were reported. Conclusions: there is no alleged failure of the shell and it has been confirmed that this event is within the scope of a CAPA for exceeded complaint rate for da impactor bolt (p/n 1440-2011) disassembling from shells. The preliminary investigation shows these events are associated with a wide variety of shells. Therefore, the shells are not considered contributors to the event and the impactor bolt will be further investigated. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The thread in bolt was hand screwed into the real tritanium solid back cup. It was then attached to the direct superior curved black handle inserter. Introduced into the acetabulum. Impacted with a mallet in standard fashion. Black handle magnetic inserter was removed leaving the screw in bolt still attached to the real cup that was impacted into the acetabulum. The black handled articulating bolt driver was then introduced into the hip and placed on the screw in bolt. After trying to unscrew the bolt from the cup, it got stuck and had to remove the entire cup and try again. It took tremendous force to get the bolt unscrewed on the back table. We repeated the process and it got stuck once again. I had to open up the same size cup in a cluster shell and try it again along with a new bolt. We eventually got it to work and we proceeded with the case.